Event description:
The patient noticed that the pump felt very hot in her pocket. The patient was not doing anything with the pump at this time. The pump was reportedly used indoors and has not been exposed to moisture. The battery cap is secure and intact. There was no evidence of corrosion inside the battery compartment. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/21/2014 with the following findings: a review of the pump history showed no activity related to the complaint was recorded. The battery compartment and cap were found to be intact with no physical damage or evidence of moisture damage observed. During testing, the pump powered on normally and was exercised for 24 hours with no overheating or alarms occurring. The pump¿s electrical current draws were found to be within the required specifications. The pump cover was removed and no evidence of internal moisture was observed. No defects were found to the power flex or battery connections. The complaint of the pump becoming hot was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.